Event description:
It was reported that the pt had an increase in seizures while in florida and fell and hit her head which required stitches. Pt had full body scan at the hospital and per reporter, the vns is working fine and pt recently had her vns programmed. Attempts for further info have been unsuccessful to date.